Event description:
It was reported by a nurse through a company rep that a vns pt was seen in clinic and noted that the pt's pulse width parameter had been changed, but pt had not been reprogrammed by the hosp, making the event of unk cause. At the moment, good faith attempts to obtain additional info regarding the event are still underway.